Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient was admitted to hospital due to hypoglycemia of 1.7 mmol/l. No further information available.

Manufacturer narrative:
Patient city: (B)(6)